Event description:
The pt was implanted with a left ventricular assist device (lvad). The nurse reported that the pt was found deceased at home with the percutaneous lead disconnected. The pt's cause of death was not reported to the manufacturer and no additional info regarding the event was provided. The log file downloaded from the system controller in use with the pt at the time was forwarded to the manufacturer for analysis. Initial review of the log file data revealed approximately 1 day of data during which time the set speed was 9,000 rpm and there were mainly pi events logged. In the last events recorded, there appeared a sequence of "low speed operation", "motor stopped", and "pump disconnected" alarms.

Manufacturer narrative:
The hospital reported that an autopsy was not performed and the lvad would not be returned to the manufacturer for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.